Event description:
Doctor was removing a clot in the right femoral artery, working toward the periphery. When removing the catheter to pull out the clot, a 1cm section of the catheter broke off and remained in the vessel about 10cm distal to the incision sight. Pt was taken to another hosp and surgery was performed to remove the catheter tip (spring) from the pt. No further pt complication or injury was reported.